Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when removing safe step needle, the safety mechanism of the needle was not activated, causing the needle to separate from the base, resulting in a needle stick incident for nursing staff. Resulted in blood draw to monitor bloodstream infection. Additional information provided 2/22/2024: it was reported after needlestick, the nurse took blood tests, and everything was fine.

Event description:
It was reported that when removing safe step needle, the safety mechanism of the needle was not activated, causing the needle to separate from the base, resulting in a needle stick incident for nursing staff. Resulted in blood draw to monitor bloodstream infection. Additional information provided (B)(6) 2024: it was reported after needlestick, the nurse took blood tests, and everything was fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed and was determined to be use related. The product returned for evaluation was a 20ga x 1¿ safestep infusion set. The safety plate was detached from the needle. Use residue was observed on the device. Microscopic inspection of the metal sleeve revealed the inner diameter was within range for a 20ga needle. Microscopic inspection and measurement of the angle of the needle revealed it was approximately 6 degrees. The angle of a non-complainant needle is approximately 14 degrees. The deformation of the needle was consistent with forceful activation of the safety likely during use. This complaint will be recorded for future trending and monitoring purposes.